Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported that a uromax ultra dilation balloon catheter was about to be used during a ureteral stricture procedure. Reportedly, the balloon burst during unpacking. The procedure was completed with another of the same device with no patient complications.